Event description:
A (B)(6) female patient contacted zoll customer support to report that she was unable to connect her electrode belt to her monitor. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (bent pins or damaged electrode belt connector) was confirmed. Upon investigation, the electrode belt trunk connector housing was broken. The locking nut was missing and the electrode belt was unable to lock into a test monitor. The root cause for the missing locking nut and trunk connector could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.